Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports omni devices not holding. No injury to the patient, other patient information unknown. One of 2 related complaints.

Manufacturer narrative:
On 8/29/2017 integra investigation completed. Manufacture date unknown. Method: failure analysis, device history evaluation. Results: failure analysis - unit received has a bent handle on the post clamp subassembly allowing the clamp to rotate while in the locked position. The post also has some scoring that will need to be polished out. General maintenance needed. Device history evaluation - the device history record shows no abnormalities related to reported incident found nor where there any variances, mrr¿s or reworks associated with either lot &/or work order number. Conclusion: failure analysis to identify root cause confirmed complaint event. Clamp handle is bent which allowed the clamp to rotate while in the locked position. The most common cause for bent handle is end user excessively squeezing the clamp handle, deforming internal cam and damaging device.